Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka).the patient's blood glucose levels reached 390 mg/dl while wearing the pod. The patient reported symptoms include vomiting, shortness of breath and dry mouth. Once at the hospital the patient had x-rays performed. In addition to dka the patient was also diagnosed with pneumonia. The patient was treated with intravenous fluids as well as antibiotics. The patient was prescribed levofloxacin (750 mg) to be taken for 2 days. The patient was discharged from the hospital after 2 days.